Event description:
It was reported the gastrointestinal videoscope had channel could not pass the cleaning brush. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation the likely cause of the malfunction was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.